Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated and had no pacing output. The device was explanted and was replaced with a down grade to a pacemaker device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).